Event description:
During a vitrectomy procedure, following endo-laser treatment the surgeon returned to core vitrectomy step for the fax and after some time using a passive backflush noticed that infusion was turned off. The surgeon did not recall turning infusion off as she wanted it to remain on. According to members of the team familiar with the situation, the surgeon has had this issue of infusion turning off by itself multiple times. When the surgeon noticed the infusion was off, she informed the scrub nurse to turn it on via the screen. Whilst there was no actual patient harm, due to the infusion being off unexpectedly, the eye went soft.

Manufacturer narrative:
With regard to this event logfiles were provided for investigation. Review of the logfiles did not reveal any anomalies. The logfiles indicate that during the surgery the constant irrigation function initially was on. However, it was turned off during the procedure by pressing the top right button on the pedal. Since logfile review shows that the constant irrigation function was turned off manually by using the foot pedal, it was determined that the reported event is attributable to an unintended use error. It should be noted that the programming and function of the pedal switches is included in section 10.5.5 of the eva manual "pedal switches".

Manufacturer narrative:
The complaint will be investigated from the log files.

Event description:
During a vitrectomy procedure, following endo-laser treatment the surgeon returned to core vitrectomy step for the fax and after some time using a passive backflush noticed that infusion was turned off. The surgeon did not recall turning infusion off as she wanted it to remain on. According to members of the team familiar with the situation, the surgeon has had this issue of infusion turning off by itself multiple times. When the surgeon noticed the infusion was off, she informed the scrub nurse to turn it on via the screen. Whilst there was no actual patient harm, due to the infusion being off unexpectedly, the eye went soft.